Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, the exalt scope lost visualization in the pharynx while trying to intubate the esophagus. Reportedly, the ercp scope error screen appeared when the image was lost. The exalt scope was unplugged and re-plugged into the controller, which temporarily resolved the problem. However, later on in the procedure, visualization was lost again when the exalt scope was in the esophagus. This time the ercp scope error screen did not appear, and the monitor just showed a black screen. There were no accessory devices being utilized when the image problem occurred. The procedure was completed with another exalt scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d single-use duodenoscope was analyzed, and a visual evaluation noted that there was no evidence of any damage or defect on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. An image test was conducted by connecting the scope to the exalt controller. Upon connecting the scope to the controller, an image was displayed for roughly two seconds before the controller displayed the scope error screen. The light-emitting diode (led) did not turn on during this test. The test was repeated, and when the scope initially connected, the led was turned off via the controller. The live image remained on. When the led was turned on via the controller, the image stayed on for roughly two seconds before the controller displayed the scope error screen. The handle of the scope was opened to inspect the connections of the interposers to the handle repeater board. It was noted that one interposer was not fully seated. Additionally, the interposer was not glued down to the printed circuit board assembly (pcba). Glue was present on the pcba, but it was placed to the left of the interposer. Electrical testing was performed by connecting a multimeter to pins on the umbilicus to test for continuity of the led circuit to pins in the handle. The continuity test passed. No other problems with the device were noted. The reported event was confirmed. Based on all available information, it is likely that the manufacturing process related to the seating of the interposers contributed to the reported event. Improper seating of the interposer can cause intermittent connection issues that can become image problems due to manipulation during a procedure. Therefore, the probable cause selected for the reported event is manufacturing deficiency. An investigation is underway to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the exalt scope lost visualization in the pharynx while trying to intubate the esophagus. Reportedly, the ercp scope error screen appeared when the image was lost. The exalt scope was unplugged and re-plugged into the controller, which temporarily resolved the problem. However, later on in the procedure, visualization was lost again when the exalt scope was in the esophagus. This time the ercp scope error screen did not appear, and the monitor just showed a black screen. There were no accessory devices being utilized when the image problem occurred. The procedure was completed with another exalt scope. There were no patient complications reported as a result of this event.